Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot - for allegations of pain a device manufacturing (mre) review will not be performed even when product/lot information is known. Per wi-3430, review of the device history record is unlikely to add value to the complaint investigation regarding an allegation of pain.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision. Medical records received. After review of medical records patient was revised to address painful left hip asr arthroplasty. There are some outpouching of the pseudocapsule was some greenish type tissue and incised and found fluid in the joint slightly yellowish, some greenish stained tissue but not abundant. A minimal bone loss after removing the cup. Doi: (B)(6) 2008 dor: (B)(6) 2019 left hip.